Event description:
Additional information revealed that surgical intervention was undertaken wherein the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow-up revealed the patient's doctor has decided not to move forward with surgical intervention (in reference to the patient's lead located at c7) because their doctor did not want to risk the placement of the patient's lead located at t1.

Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's lead located at c7 has migrated. As a result, the patient plans to undergo surgical intervention to address the issue.